Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, prior to the procedure, condensed water was found inside the closed packaging of the implantable pulse generator (ipg) device. The device was not used and was replaced with another device instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.